Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal didn¿t deploy properly and it was unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and no evidence of blood were observed. The delivery device, loading device and the seal with the tension spring assembly were returned. The seal with the tension spring assembly and the delivery device were returned inside the loading device. The slide lock on the delivery device was locked and the plunger was not depressed. The seal appeared to be cracked. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .197 inches , the outer diameter was measured at .220 inches. The length of the delivery tube was measured at 2.51 inches. The values recorded were within the tolerance limits. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure mode " failure to deploy" but was confirmed for the analyzed failure modes "crack" and " fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal didn¿t deploy properly and it was unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.